Event description:
The manufacturer received information alleging a ventilation service required had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed in the device's error log. The service technician further evaluated and found water penetration into the interior of the blower, muffler, tube-fio2, and fio2 receptacle were observed, resulting in drops of water. In conclusion, the device's machine flow sensor, blower assembly, in-line proximal filter, and 3-way solenoid valve were replaced to address the issue. The device passed all final testing.